Event description:
It was reported that the pump notified the customer that the cartridge had failed and needed replacement. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.